Manufacturer narrative:
The device history record review could not be performed because the lot number of the device is not known. The device was not returned for analysis therefore visual inspection and functional testing could not be performed. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Vessel perforation and hemorrhage are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported that the subject guidewire perforated terminus of basilar artery during manipulation during the procedure. After procedure, imaging showed that the patient had a subarachnoid hemorrhage (sah). An external ventricular spinal drainage was placed to treat the sah. No further information was provided.

Manufacturer narrative:
The device was disposed in the hospital.

Event description:
It was reported that the subject guidewire perforated terminus of basilar artery during manipulation during the procedure. After procedure, imaging showed that the patient had a subarachnoid hemorrhage (sah). An external ventricular spinal drainage was placed to treat the sah. No further information was provided.